Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer successfully changed out the cartridge and resumed insulin delivery with no further occlusions occurring. Customer had elevated blood glucose levels (+500 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.